Event description:
Boston scientific received information that this right ventricular lead exhibited low out of range pacing impedance measurements less than 200 ohms. A chest x-ray was performed and revealed a lead fracture in the area of the clavicle. An invasive procedure was performed. The lead was surgically abandoned and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.